Event description:
Dealer states manifold valve sticking. Per independent repair center statement the unit was alarming or red light. The key failure was the manifold was sticking. Additional malfunction was the manifold zip tie and manifold hose clamp.